Manufacturer narrative:
Infutronix is waiting for the arrival of the device.

Event description:
A distributor representative reported a leaking issue of an administration set to infutronix on (B)(6) 2018: "patient disconnected pump on sunday at home (planned disconnection) came to clinic on tuesday as he was not feeling well - turned in pump with pouch. When nurses opened the pouch - the tubing attaching to the cassette on patient side, had white powder around the connection and in the pouch. Pouch has been discarded in biohazard waste. IV bag was empty". No patient injury or harm was reported for this case. The contract supplier of the affected device is podo xingda ((b)64)) medical co. Ltd. A total of 2 IV sets were reported with leaking issues from the same distributor representative at the same time. This is device #1. The other device will be reported under MDR: 3011581906-2018-00015.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00014).

Manufacturer narrative:
The complaint handling unit at infutronix contacted a distributor representative regarding the leaking issue on 07/11/2018 with no response and followed-up with a technical support specialist of the distributor on a weekly basis with no update. On (B)(6)2019 , the distributor representative confirmed that no further issues with leaking tubing had been reported from the user facility and no evaluation report was available assessing the leaking tubing. No device has been received for evaluation, and thus infutronix is unable to confirm the reported complaint.